Event description:
The manufacturer received information alleging that a ventilator experienced an inoperative error. No patient involvement, harm, or injury was reported. The device was not in use on a patient at the time of the event. The trilogy evo, great britain device was returned to a third-party service center for evaluation. Investigation confirmed the reported complaint. During in-process evaluation, an evt_mach_flow_drift_high error was documented, indicating that flow sensor fluctuation deviated from the specified standard. The machine flow sensor was identified as requiring replacement to correct the condition. Additional investigation identified an evt_mcl_foc_shutdown error, requiring replacement of the blower assembly. Review of the event log also identified an evt_drift_debug error, resulting in replacement of the system board. Preventive maintenance activities identified components requiring replacement due to four years of service, including the air inlet foam filter, particulate filter, and muffler assembly. A preventive maintenance label will be added. Additionally, one in-line filter proximity sensor was found contaminated with dust and requires replacement. A final report is being submitted. If additional information becomes available following completion of the device repair that impacts the investigation findings or medical device reporting determination, a supplemental report will be submitted.

Manufacturer narrative:
The reported failure of ventilator inoperative code indicating that flow sensor fluctuation deviated from the specified standard is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.